Event description:
Pt on intravenous potassium using imed pump. New intravenous solution hung at 0530. At 0615 imed pump alarmed. Air was in the intravenous tubing and bag was empty. Intravenous solution had spilled onto the floor due to a hole in the tubing.